Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels; however, no specific values or event dates were provided. Reportedly, customer is unable to afford supplies and indicated that they have been using their supplies for longer than labelled and believes that this is causing the elevated bgs. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.